Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3093-28, lot# : va0p3s7, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the hcp reprogrammed and eliminated the program that was no longer working. The issue was caused by one of the electrodes not working. The patient noted that it may have been broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that patient had enjoyed excellent results from the nerve stimulator up until around a month ago. At this time, they noticed some decreased sensation of the stimulation. They would find that with manual palpation of the area of the subcutaneous lead extension, they could experience a jolt of electricity. They subsequently noticed some episodes of fecal incontinence returning. They attempted to remedy this by increasing the amplitude at time up to 4.0. This did not result in any sensation of a they manually palpated the subcutaneous lead extension once again causing a painful jolt of electricity. They went through some diagnostics over the telephone with the representative with no improvement. They returned today for interrogation of the device. They remained quite physically active. They do exercise and play golf with that a portion of their exercises include sit-ups during which time they were rolling directly over top of the lead extension. Examination of battery implant site in the left gluteal area was unremarkable. The subcutaneous lead was palpable especially in light of their very thin body habitus. The patient demonstrated the area where upon palpation caused a digital of current with the device. This was in the sacral area overlying the subcutaneous portion of the lead as it emerged from the sacral foramina. The device was interrogated and found to be on. They were on program 2 with the amplitude of 3.0. Impedance check revealed that impedances were out of the range of electrodes 0,1 and 4 with 2 and 3 in the range. Estimated battery life was 27-46 months. Doctor modified the program to use electrodes 2 and 3 maintaining the initial polarity of electrode 2. They had keen sensation at low amplitude. They left this at an amplitude of 1.2 which was comfortable. Doctor suspected that the patient fractured a portion of the lead given their exceptionally thing body habitus and physical activities including sit ups. This subjects the subcutaneous portion of the lead to mechanical trauma. Their symptoms were aligned with this suspicion. They would also obtain a sacral x-ray to identify the current location of the lead and any potential malpositions for which revision would be necessary. They understood that if they were not able to maintain a therapeutic benefits that the lead would likely need to be removed or replaced. There was no subcutaneous fat between the sacrum and skin in which to more deeply bury the lead. They were cautioned to respect this area understanding that addition breakage could occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient is having problems with the ins and isn't feeling stimulation. The patient said she can feel stimulation in the lower part of the back where the coil goes down, when patient sits up or "sits in a funny way" for about the last month. Patient said she feels the stimulation, "not a shock", but can feel the "pings, or whatever you call it". Patient said she thinks this is because the lead is close to their skin. The patient has changed the batteries in their programmer twice; she tried programs 2, 3, and 4 and patient went "up high" but was still not feeling the "pings". Patient said she had stim on program 3 the last couple of weeks, but now isn't feeling anything (since sept. 21). Patient said before she never had to go above 4 volts. Troubleshooting included checking the device: the programmer batteries were ok, and patient is on program 4 set at 4.0 volts and stimulation was verified as on. The patient was able to adjust stimulation and increase amplitude, but could not feel stimulation in the correct area and the issue was not resolved. During the call the patient started at 4.0 and increased all the way up to 8.5 volts and was still not feeling stimulation. Patient noticed during troubleshooting and increasing stimulation that the lightning bolt went away with stim at 7.2 volts; she said she didn't turn the stimulation off button. Patient attempted to increase again and then said she saw the lightning bolt again and stim was at 7.3 volts; was still not feeling stimulation and confirmed stimulation is on. The patient there were no falls or traumas recently, and patient was redirected to their hcp to have the device checked. It was noted the programmer was functioning as intended during the call. Patient symptom reported: leakage. The leakage and loss of stimulation both occurred (B)(6). No further complications were reported or are anticipated.